Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a glidewell ht tapered implant was a spinner during implant placement on tooth number 7. It was reported that the healthcare provider did not observe any patient symptoms or permanent injury. Per the report, the device was removed, but it is unknown if the device was replaced; no additional procedures were performed. It was reported that at the time of the surgical procedure the patient's bone quality was type iii.

Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results- the DHR was reviewed for glidewell ht implant lot# 6231147 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results- a review of stock product was performed for glidewell ht implant lot# 6231147 and found no additional product in stock. Investigation methods/results- the device was returned but not in the original package. The implant was verified to be a glidewell ht implant ø3.5 x 11.5 mm (70-1189-imp0006) using the radiographic template (mkt-013579 rev 1 pk-4500230-112023). There was no defect or non-conformity observed and the threads were intact. Matter was observed in the treading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause description the root cause could not be explicitly determined. A potential root cause for the failure may be due to an over prepared osteotomy which could have led the implant to be loose and cause the implant to spin and not be stable. IFU-570 rev 3 (hahn tapered implant system) contains the following statement in the site preparation section: "if placing a hahn tapered implant that is 3.5 mm in diameter or greater, shaping drills are used sequentially to widen the osteotomy to the matching diameter. To avoid over-preparation, widening drill diameters should be used only as needed, and in proper succession. Each shaping drill is length-specific, to match the length of the prescribed implant. Osteotomy depth may be increased sequentially, beginning with shorter drill lengths, provided sufficient depth is achieved with the final drill. Select the desired shaping drill, accounting for bone density and the size of the implant to be placed. With copious irrigation, drill to depth. The final drill should correspond with the matching implant size, as charted below, with the goal of achieving high primary stability upon implant placement." Manufacturer internal reference number: (B)(4).